Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient may have experienced a potential stroke. The patient received a CT scan and was released from the hospital on the same day. Nevro attempted to obtain a medical assessment but no additional information was available. There have been no reports of further complications regarding this event and the patient continues to use the device with effective pain relief.